Event description:
During the pulsed field ablation atrial fibrillation procedure, there was a procedural delay due to communication and display issues. When ablating, the generator logged the pulsed field ablations, but they were not recorded on the ensite. Ther was an error message on the ensite saying ¿no contact fires thermistor signal or out of range(?). Check electrical connection. Contact abbott technical support¿. The pressure vector and curve indicators (red/blue) displayed as swapped. The dws and current generator were restarted and the recorded ablation points were able to be seen on ensite. Though, the display issue with the contact force vector and indicators being swapped persisted. The catheter was replaced, and the vector issues resolved but the force thermistor error persisted. The procedure was completed with no adverse consequences to the patient.